Event description:
It was reported that the patient was experiencing lead migration. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and was doing was postoperatively. The explanted product will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately one to two weeks before revision from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7126231.